Event description:
Customer reportedly noted a leak in the machine during a preoperative check of the equipment. Ge service representative checked the machine and noted the e-ring was coming off the rocker/toggle shaft. There was no report of patient involvement. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.